Manufacturer narrative:
(B)(6) has a patient confidentiality law, and patient information will not be released. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that during a local case with sedation on a spontaneously breathing patient, the oxygen stopped flowing from the auxiliary oxygen flowmeter. The patient reportedly turned blue. The clinician intubated the patient and connected the patient to the anesthesia machine. The case was continued with no further reported complaint and no reported negative outcome for the patient.